Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a waveone gold small 3-file ster 21mm broke during use. Outcome of this event is unknown as of this MDR. Requested further information.

Manufacturer narrative:
Summary: four waveone gold small files 21mm were returned in loose. The files are all broken in the active part or at the tip of the active part (fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.